Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in a oven for several days and no blank display was noted. The insulin pump had normal operating currents. The off no power alarm functioned properly. The insulin pump passed the self test and the unexpected restart error test and no error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 393 mg/dl. Prior to the event, the patient was resting. She woke up and the unit had a blank display. There are small cracks in the casing. It was explained to the customer that the unit had an unexpected restart. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.